Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. Log files indicate the inspiration valve test as well as the last few start-up system tests were successful. However, the following alarm sequence was logged during each start-up: alarm 300 - "device in failsafe", alarm 545 - "astepinspvalve value out range - failsafe", alarm 400 - "inspiration valve or device leaky", alarm 316 - "blower failure". Technical support concluded intermittent problem with the inspiration valve.

Event description:
The customer reported, while using bellavista 1000, multiple error messages on the display followed by unit not working. The customer restarted the device but multiple error messages remain. There is no patient involvement during the event.